Event description:
Contacted regarding erroneously high troponin (accu tnl) results on two pt samples that were generated by the acces 2 instruments. For pt 1, the initial result was 2.1 ng/ml. For pt 2, the initial result was 1.86 ng/ml. The initial results were reported outside the laboratory the customer retested the original sample for pt 1 was 0.0 ng/ml. The initial sample for pt 1 for troponin on retest the initial sample for pt 1 was 0.0 ng/ml the initial sample for pt 1 was repeated a second time with a result of 0.01 ng/ml a corrected report was issued a second sample was obtained for pt 1 and the result was 0.01 ng/ml the customer re tested the initial sample for pt 2 with a result of 0.04 ng/ml there has been no change to pt treatment attibuted to or connected with this event.